Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with leaks. The customer states the device was exposed to insulin. The customer states the plunger was pulled off, causing the insulin to spill. The customer's blood glucose level at the time of incident was 224mg/dl. Troubleshoot was conducted. The customer was advised to change out infusion set and reservoir. The customer was advised to monitor the device and call back if issues persist.